Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the hub of the needle. This was discovered before use. The following information was provided by the initial reporter: material no. 305197; batch no. 8204625. It was reported that a white foreign substance was found on the hub of the needle. Per email: white foreign substance on poly hub of 16 x 1 needle extending into needle sheath.

Manufacturer narrative:
H.6. Investigation: one (1) photo was provided by the customer for investigation. The photo shows a needle assembly on the bottom web of a blister pack. There is a white substance between the needle hub assembly and the needle shield which appears to be epoxy drip over. The blister pack provides the lot number of the batch associated with this complaint. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. Visual inspection of the photos provided by the customer identified that the white foreign matter reported by the customer as epoxy drip over on the needle. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the hub of the needle. This was discovered before use. The following information was provided by the initial reporter: material no. 305197, batch no. 8204625. It was reported that a white foreign substance was found on the hub of the needle. Per email: white foreign substance on poly hub of 16 x 1 needle extending into needle sheath.